Event description:
Information was received that the device was emitting an odor. The device was returned for evaluation and it was discovered that the enclosure of the device appeared to have thermal damage. The patient was not using the device at the time of the reported incident and, there was no reported patient harm. It appears that a failure of the solder joint on the ac inlet may have contributed to the event.